Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary (B)(6) 2016, this is first revision for ongoing pain, glenoid loosening and stem malposition.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 113010200, lot number 534457. Device history review: review of the device history records did not reveal any related manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.